Manufacturer narrative:
Upon further evaluation, it has been determined this product was previously reported on in 0001822565-2018-03774. Therefore, 0001822565-2018-06516 will be unreported.

Event description:
Upon further evaluation, it has been determined this product was previously reported on in 0001822565-2018-03774. Therefore, 0001822565-2018-06516 will be made not reportable as it is a duplicate.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised after initial arthroplasty due to hinge post fracture.